Event description:
Customer reported device = 409 mg/dl. Doctor was called and advised customer to go to the hospital. Customer went to the emergency room (ER). Hospital device = 133 mg/dl. No treatment was received. No controls used. A request was made for return product and replacement product was sent.